Event description:
Following a caroid stenting procedure during transport, the pt had a sudden onset of facial and right arm numbness with associated mild right hand weakness. The symptoms improved rapidly over the course of the afternoon. The pt was originally diagnosed with a transient ischemic attack (tia), but since there was still residual effects after 24 hours, the diagnosis changed to ischemic stroke. The physician suggests that an embolus occurred post-procedure. A female was consented to the study in 2008. The index procedure was completed on the same day, and pt was asymptomatic. The target lesion location was the ostium of the left common carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 8.0mm. Target lesion diameter stenosis was 95%. Total length of stented segment was 40mm. Qualitative lesion calcification was described as severe. Vessel tortuosity by visual inspection was not documented. Geometry of lesion was described as eccentric. A 6fr. Sheath was placed into the right common femoral artery using a retrograde approach. A 4fr. Pigtail catheter was advanced and arch angiography was performed. Following this a 4fr jb-1 catheter was advanced to access the left common carotid artery. A tad wire was advanced across the left common carotid artery stenosis without difficulty and advanced into the cervical internal carotid artery. The physician withdrew the catheter and the sheath and a 6fr. Shuttle sheath was advanced up to but did not engage the ostium of the left common carotid artery.

Manufacturer narrative:
A .014 sparta core wire was then advanced across the stenosis as well as a buddy wire and then the tad wire was withdrawn because of lesion severity. The physician then attempted to advance the 8mm angioguard distal protection device across the lesion, but it would not cross die to lesion severity. A 2mm voyager balloon was advanced and used to successfully pre-dilate the lesion. The angioguard was re-advanced and navigated across the stenosis and deployed in the distal common carotid artery with good wall apposition. Further pre-dilation was performed with a 4mm and then 6mm aviator balloon. Aggressive pre-dilation was performed due to the heavily calcified nature of the lesion and observed recoil of the vessel after pre-dilation with the 4mm balloon. Following pre-dilation a 9mmx30mm precise stent was deployed in the lesion. The stent was noted to just cover the proximal leading edge of the lesion. With post-dilation, it was felt that the stent foreshortened slightly, so the physician felt that another stent needed to be placed to completely cover the lesion. Therefore, a second 9mmx30mm precise was deployed to over the whole lesion. Following stent placement the post-dilation was performed and final angiography demonstrated an excellent result with no more than a 20% residual stenosis. The angioguard was recaptured and final cerebral angiography showed no evidence of emboli or hemorrhage. The procedure was completed with no complications and pt was taken from the angio suite neurologically intact. During transport, the pt had a sudden onset of facial and right arm numbness with associated mild right hand weakness. The symptoms improved rapidly over the course of the afternoon. There was no complications overnight. The pt was discharged in 2008 with aspirin and plavix prescribed. On the next day, a follow-up phone call was made to pt who stated that the numbness continued and there was some decrease in motor skills. There was also slight memory disorder as the pt could not remember some phone numbers, but this improved as the day continued. On the following month, the pt noted that the numbness and tingling in her hands were improving everyday and her motor skills were also improving. She has been scheduled for a 30 days follow-up. The product will not be returned for evaluation and testing. Add'l info will be forthcoming within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2008-00720 and 9616099-2008-00721.